Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cable was derailed around the clamping pulley inside the housing. There were indentations at the edge of the distal pulley and visible scratches on the surface of pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the prograsp forceps instrument control knobs would not rotate prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.